Event description:
It was reported that the active blade was blakened after the pre-run test. Use of the device was continued and it was noted that the tissue pad material was splitting and falling into the pt while taking tissue. The device was replaced and it was not noted if the blade had blackened but the pad continued to degrade during use and was in the pt. The doctor used a third device and it seemed to perform normally. The area was flushed to make sure it was clean of any debris.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.